Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for normal follow-up, externalized conductors were observed. Increased pacing lead impedance and increased threshold were also observed. The lead was capped and replaced on (B)(6) 2016. The patient was fine post-procedure.